Manufacturer narrative:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating a speaker malfunction. The device was sent to philips authorized repair facility (rft) for bench evaluation. Results of functional testing indicate that speaker produced audible sound. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the device has a speaker malfunction.the device was in use on a patient. There was no report of patient or user harm.